Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a knee arthroplasty, the patient is experiencing continual pain, swelling, buckling of the knee and a loss of balance. The patient may require a revision procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2017-00251.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.